Manufacturer narrative:
Unit was received with critical pump error and unable to download, problem isolated to electronic assemblies. Unable to verify unexpected error message due to critical pump error. Unit was received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a serious insulin pump error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.